Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the event resolved on (B)(6) 2019. There was no evidence of infection at the driveline site and the patient was off antibiotics.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 7 months. The investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had complaints of redness and drainage from driveline exit site. The patient was instructed to come to hospital and admitted on (B)(6) 2019. The patient reported increased drainage that turned red in the last 48 hours with no fevers or chills. Blood and wound cultures obtained. Empiric antibiotics started. The patient's white blood count (wbc) was 7.0 mg/dl on admit. Additional information: the cultures were obtained from driveline site taken showing light growth of diphtheroids and light growth corynebacterium species. The patient was given vancomycin and rocephin empirically. The patient was discharged on (B)(6) 2019 on keflex and was ordered to increase frequency of driveline dressing.